Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend (vse) instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The spring on instrument was loose and was not snug in its original hole at the proximal end. As a result of the dislodged spring, the blade did not retract back and appeared exposed inside the jaws. Additionally, the vse instrument was found to have failed during initialization during in-house testing.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument had failed the self-check. The procedure was completing as planned with no reported injury.